Manufacturer narrative:
A new pendant was sent to the facility to repair the bed.

Event description:
Info received indicates the pendant cable has pulled away from the body of the pendant, exposing the wiring inside the cable.